Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by the vad coordinator that while changing the patient's dressing, the staff nurse heard a "pop" sound and then observed the inflow cannula to disconnect from the pump. The nurse attempted to reconnect the cannula while the device was still pumping and the staff immediately attempted rapid fluid resuscitation along with calling the or to place the patient on ECMO support, but both were unsuccessful and the patient expired.

Manufacturer narrative:
The hospital has chosen to maintain possession of the pump and does not plan on returning it to the manufacturer at this time. Initial evaluation by the manufacturer indicates that the incorrect collet nut (black instead of white) was used to secure the left ventricular cannula. The cannula is packaged with the correct collet and collet nut; however, these components were not used by the surgeon. Warnings associated with the use of black collet & black ring nut with the cage tip atrial cannula are in the manufacturer instructions for use. Also, the cannula packaging contains warning labels in the inner and outer sterile tray as well as the outer carton to only use the white collet and collet nut with the beveled tip atrial cannula. No further information is available at this time.